Event description:
The customer reported that a motor error alarm occurred on the insulin pump. The customer stated that 80% of the 300 unit reservoir was delivered into his body. He was transported to the hospital by paramedics. After a few days, the customer's wife called and stated that the customer did not receive the 240 units of insulin. The insulin pump passed the displacement test. No troubleshooting was performed because the customer did not have any supplies.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.